Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date and suture was used. The suture broke easily during use. There were no adverse consequences to the patient. No further information was available.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what is the lot number? No further information is available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Device not returned. Trade name :irgacare®. Active ingredient(s) : triclosan. Dosage form :suture/solid/parenteral. Strength : 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/4/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened folder and seven dispensed sutures that pertains to product code vcp104g were returned for analysis. In order to evaluate the conditions of the returned sample, the strands have begun in the degradation process caused by exposure to the environment. The product code vcp104g contains an absorbable suture. As the package was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. The packaging foil was not received for evaluation to determine the cause. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.